Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and loss of capture. It was noted the lead had dislodged and a perforation was reported. It was reported the patient was admitted for a few days with a chest tube. An attempt to reposition the lead was later made however the helix mechanism would not activate. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.